Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. Based on the 3rd-party completed investigation, the root cause of the noisy image could not be definitively determined. However, the issue is likely attributable to an electrical component damage. The cause of the scope connector contamination could not be determined. Should any additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to third-party repair center for a separate issue. During device analysis, the technician identified a noisy image with horizontal lines caused by an electrical component malfunction. Additionally, the scope connector was found to be contaminated; however, the cause of the contamination could not be determined. There was no patient involvement.